Event description:
It was reported that the patient had ¿pain on his left side and is not doing well¿.

Manufacturer narrative:
Product ID 8835 serial# (B)(4) product typ programmer, patient product ID 8709sc serial# (B)(4) implanted: 2009-(B)(6) product type catheter. (B)(4).

Manufacturer narrative:
Analysis of the pump revealed motor gear train anomaly and corrosion.

Manufacturer narrative:
(B)(4).

Event description:
Additional information: the pump was replaced on (B)(6) 2012. Following replacement the patient outcome was reported as recovered without sequela.

Event description:
It was reported that there was a motor stall without recovery. The event logs confirmed a motor stall occurred at 2:25pm on (B)(6) 2012, which still had not recovered as of 6:21pm on (B)(6) 2012. A follow up report was given on (B)(6) 2012 that the motor stall still had not recovered. Reporter stated that there was a tentative plan to replace the pump on (B)(6) 2012, and to return to manufacturer for analysis. The drugs in the pump were clonidine, prialt and dilaudid. Additional information had been requested, however was not yet available at the time of the report. On 2012-(B)(4) ((B)(4)) mdt employee reports rep states that pump has still not recovered -- pump coming out and coming back to mdt but replacement date has not been set. On 2012-(B)(4) (e1a) hi, I don't have info on drugs in pump but patient tentatively scheduled to have the pump replaced this thursday.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.